Manufacturer narrative:
Additional details about the case were provided. It was noted the patient was referred for an s-ICD due to a non-boston scientific transvenous lead fracture and erosion, as well as svc occlusion. During the implant procedure, defibrillation threshold (dft) testing was not performed due to the patient's low cardiac function. A few hours after the procedure, the patient went into a slow vt under the programmed zone rate. The rhythm accelerated and the s-ICD shocks did not convert the arrhythmia. External shocks were delivered and they also failed to convert the rhythm, after some time, the patient passed away. The hospital provided the death report. It was noted upon admission for the procedure, the patient exhibited elevated blood pressure, cardiac dysfunction, renal dysfunction, electrolyte disturbance, and other symptoms that were treated. The s-ICD was implanted successfully and post-operative monitoring found normal heart rate, blood pressure, and oxygen saturation. After the patient was conscious from anesthesia, the mechanical ventilator was attempted to be removed; however, the patient¿s oxygen saturation dropped to 85% and the patient was re-intubated. An hour later, the patient suddenly lost consciousness. The blood pressure could not be clearly measured, the carotid artery pulse was not detected, and the ECG monitor showed torsades de pointes vt. Chest compressions were initiated and an external shock was delivered. The monitor showed an escape rhythm that was determined to be electro-mechanical dissociation. Further resuscitation efforts were performed, the implanted device delivered shocks during chest compressions, but after 90 minutes the patient was still unconscious. The family members stopped the rescue and the patient was pronounced dead.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted successfully. Later in the evening, the patient went into ventricular tachycardia (vt) or ventricular fibrillation (vf). The rhythm was not restored with external defibrillation and the patient passed away after over one hour of rescue efforts. The reported cause of death was vt and vf due to the patient¿s heart failure. The device was not explanted post-mortem and no device data was provided for an analysis.